Event description:
It was reported that customer was hospitalized with hyperglycemia. Nurse called to see if pump was broken. Verified setting and found that customer had a battery out of limit alarm that was not cleared and consequently caused no delivery of insulin due to rewind and prime not being done. Advised nurse to have customer to call when able to, so further assistance can be done. Unable to complete troubleshooting.